Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the clips were dropping from the device and this caused scissoring. The clips did not fall into the patient. There was no patient consequence.